Manufacturer narrative:
The steris 20 sterilant cup is designed to safely contain liquid peracetic acid within the cup prior to insertion into the steris system 1 processor when used in accordance with the label's handling precautions and instructions. Had the employee been wearing ppe it is unlikely that any peracetic acid could have come into contact with her arms as the instructions for use require operator's to wear suitable protective clothing when handling s20. Steris offered the facility refresher in-service training regarding the proper use of steris 20 sterilant however the facility declined stating it was not necessary.

Event description:
The user facility reported that an employee was massaging a cup of steris 20 sterilant concentrate when s20 sterilant sprayed out of the top of the cup and into contact with the employee's arms. The employee ran her arms under cold water and went to the occupational health department where they applied silvadene ointment to the affected area. The employee missed no time from work and reports she has fully recovered. The employee was not wearing ppe at the time of the incident.